Manufacturer narrative:
MDR 3003442380-2026-13705 / initial 3 of 3 based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that infusion set did not inject into the skin, but complaint lacks sufficient detail and patient had high blood glucose level which was treated with bolus via pump on (B)(6) 2026. The patient faced issue with three infusion sets.